Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge to resolve and also changed the pump supplies and resumed insulin therapy. Customer¿s blood glucose level was 259 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.